Event description:
A follow up call was made and the customer's reported having issues with low and high glucose while wearing the first insulin pump. The customer has been using the second pump and did not have any problem. The caller stated being in the emergency room with nausea and ketones in the urine. The caller mentioned that the first device would not deliver the insulin or it would deliver too much. The customer was treated with fluids and released. The mother stated that the sensor glucose reading was wrong and they had to remove it because the tape made him break out into a rash. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.